Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Component code - device subassembly = pump head.

Event description:
The customer stated that they received questionable results for three patient samples tested for multiple assays on a cobas 6000 c (501) module - c501. Of the three samples, two had erroneous results for gluc3 glucose hk gen.3 (glu). The first sample from a (B)(6) patient was initially tested in a microcup, resulting as 3.1 mg/dl. The 3.1 mg/dl value was reported outside of the laboratory to a doctor, who did not trust the result. The sample was repeated twice, resulting as 0.0 mg/dl and 85 mg/dl. A field service engineer replaced the sample probe and adjusted all probe positions. He found the gear pump pressure to be too low. He replaced the gear pump head and adjusted the pressure. On (B)(6) 2017, the customer received several sample short alarms. The customer replaced the sample probe and the issue appeared to be resolved. However, on the morning of (B)(6) 2017, the customer had an erroneous low glu result for a second patient sample. The second sample was tested in a sample tube initially resulting as 8.7 mg/dl and repeated as 122 mg/dl on (B)(6) 2017. The erroneous result for this sample was not reported outside of the laboratory. After the second sample was tested, the customer received a sample probe up/down alarm. No adverse events were alleged to have occurred with the patients. The glu reagent lot number and expiration date were asked for, but not provided. The field service engineer re-adjusted the sample probe and now the issue appears to be solved. The glu quality controls tested from (B)(6) 2017 were within range. Upon review of the alarm trace, abnormal sample aspiration and abnormal sample probe movement alarms were seen on (B)(6) 2017. Based on provided data, a general reagent problem could be ruled out because calibration and quality controls are acceptable. It appears that not enough sample may have been pipetted, leading to the issue.

Manufacturer narrative:
The complained values strongly indicate a blocked sample probe, which is most likely caused by clots/fibrin in the sample. This issue is most likely related to sample quality.